Event description:
It was reported that the remb sag saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the motor. Preventative maintenance was performed on the bearings.